Event description:
The customer's mother reported via phone call that the customer's pump had a high pitch sound and the buttons were not working. Customer was sitting in his room watching tv when the pump started to alarm. When they tried to clear the tone, none of the buttons were working. Customer had taken the pump off and left it on his bed. Customer went to take a shower and when he got out of the shower, he started to notice the constant tone. Customer tried to clear the alarm but none of the buttons were working. Customer has changed the battery and nothing seems to resolve the issue. Customer's blood glucose was 112 mg/dl. Customer was advised to insert a new battery. Customer stated that the constant tone did not disappear. Customer was advised to monitor his blood glucose and remove the battery for 2 hours. Customer was advised that the pump will need to be replaced for the keypad issue. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a frozen display. The problem was isolated to the interface board. No constant tone or unresponsive buttons could be verified due to the frozen screen. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.